Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been slow to log in with biometric identification (bio ID) and displayed a "download delayed" message on the screen. The technical support specialist (tss) had checked the server and confirmed that the last download time had been in real time. The tss had contacted the user to verify if the station had been functioning properly and whether the message had still appeared on the screen. The user had reported no issues and had not received any complaints. As a result, the user had requested to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, was slow to log in using bio ID and also displayed a 'download delayed' message on the screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.